Event description:
The hcp reported the catheter had migrated out of the spine. The catheter was explanted and replaced and not returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.